Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history records was conducted. The report indicates that the: DHR review, part number: 352.311, synthes lot number: 5244226, associated synthes sub-lots: 5246151, 5266731, 5301191, 5326368, 5333253, 5333393, 5333394, 5362325, supplier lot number: 560369e06, release to warehouse date: 29-jun-2006. Supplier: (B)(4) was generated during production for stains on the driver shaft outer sleeve. (B)(4) was generated during production for debris in minor diameter area in thread region. (B)(4) was generated during production for feature 7's m2 threading being out of specification and a missing phone number on documentation. (B)(4) was generated during production for feature 7's m2 threading being out of specification. Relevance of mrrs to complaint condition cannot be determined until the product is returned for investigation. Review of the device history record(s) showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an anterior cervical discectomy and fusion (acdf) revision surgery on (B)(6) 2016 for adjacent level disc disease. Original acdf at c5-c6 was fused and vectra-t hardware - (one plate and four screws) was removed. Instrumentation was extended up to c4-c5, and down to c6-c7 for adjacent level disc disease. During the revision surgery the tip of the extraction screw broke off into the head of one of the screws being removed. Plate and screws (with broken tip in one) were removed using another instrument. The procedure was extended by one minute, and successfully completed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Per the technique guide, the extraction screwdriver is a component of the spine screw removal system and is used to remove implanted accs, vectra, and vectra-t screws. The vectra, vectra-t, vectra-one and accs technique guides include proper instructions for use and caution the user that breakage may occur if not used as intended. The device was examined upon receipt and the complaint condition was able to be confirmed as the inner shaft threaded tip was found to be broken and missing a segment (approximately 3.5mm in length and 2mm in diameter). No definitive root cause was able to be determined; the failure mode is typically associated with off-axis loading during attempted screw removal and/or the application of excessive force. Relevant drawings for the returned instrument were reviewed (current revision as manufacture date cannot be determined without a lot number): driver and inner shaft. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was able to be performed for the returned instrument and the following material review reports were found to be associated with the part lot combination. The broken portion of the threaded tip was not returned as such, dimensional analysis was not possible. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for the intra-operative breakage of the device. The need for the revision procedure is being captured and reported under related linked complaint (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.